Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood/body fluid was noted through the lumen of the lead. The guidewire insertion test did not pass, and was most likely due to the dried blood/body fluid in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Another manufacturer's ra lead was successfully placed. The lv port was plugged until the procedure for the epicardial lv lead takes place. To date, there have been no adverse patient effects reported. At this time, the lv lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
--

Event description:
Boston scientific crm received information that the patient with this implantable left ventricular (lv) lead was experiencing diaphragmatic stimulation in all configurations. Pacing threshold measurements were 1.6 v @ 0.5 ms. The pacing outputs were decreased, however the patient continued to feel stimulation. It was discovered that the patient was also experiencing stimulation from the right atrial (ra) lead as well. The ra lead was unable to capture at max outputs. P waves were sensing around 1.7 mv. The patient was scheduled for an ra and lv lead revision procedure. During the procedure, fluoroscopy noted the ra lead was lying vertical in the right atrium and it was not able to be determined if the tip was still fixated. The lv lead was still in the target branch, but the physician felt it had previously been more distal. Initially, the ra lead was successfully repositioned with acceptable pacing and sensing measurements. The lv was then attempted to be repositioned but there was difficulty experienced passing multiple guidewires down the lv lead. During an attempt with a whisper wire the lv lead was pulled out of position. The lv lead was explanted and an attempt was made to flush the lead with heparinized saline but was unsuccessful. The physician then attempted to gain access to the coronary sinus which resulted in dislodgement of the ra lead. At that point the physician decided to send the patient for an epicardial lv lead and removed the ra lead.